Event description:
It was reported to philips that the battery has expired and the equipment cannot be used in battery mode. Field service engineer assigned to the center says that the equipment's battery is expired and requests its replacement. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
This report is based on information provided by philips remote service engineer (rse), field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 device indicating that the battery has expired. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.